Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a video was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 04/2025). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a kidney biopsy procedure, the device allegedly failed to obtain sample. It was further reported that the needle allegedly automatically rebounded. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. One video was reviewed. The video shows that one maxcore device where the user tries to prime the device, but top slide did not lock into the place, and also without the user's instruction the device is self-activated. Therefore, based on the video review, the reported failure to prime and self-activation can be confirmed, and reported failure to obtain sample cannot be confirmed. Based on the video review, the investigation is confirmed for the reported failure to prime as the top slide did not lock in the place, the investigation is confirmed for the reported self-activation as the device is self-activated without user's instructions. And the investigation is inconclusive for the reported failure to obtain sample as no objective evidence was provided for review. A definitive root cause for the reported failure to prime/failure to obtain sample/self-activation issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a kidney biopsy procedure, the device allegedly failed to obtain sample. It was further reported that the needle allegedly automatically rebounded. There was no reported patient injury.